Event description:
It was reported that a malfunction alarm occurred, identified as malf 12. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction reappears.